Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The bi-lateral patient was revised to address pain on the left side.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision - both hips. Original implant date: (B)(6) 2006 & (B)(6) 2006. Asr hip resurfacing system. Reason for revision : pain. Left hip revised, no revision on right hip. (Products (B)(4) for left hip). (B)(4). Update : system, hospital & revision date added as per query email attached and as (B)(4). "Revision removed due to significant pain & movement of prosthesis on (B)(6) 2008- full prosthesis inserted at this time- found to be infected and had it debrided several times in (B)(6) 2008- transferred to (B)(6) as infection so significant- spent 6 months- stated he had mrsa. This has left (B)(6) with a girdlestone hip and in a wheelchair. Hip now has sinus requiring dressings daily (has had this for 2 years)- swab attended (B)(6) 2010- now has staph and is on antibiotics. Has been s/b plastics team- ? Marsupialisation to hip- expected hospitalisation weeks." Tests: pathology - haematology boichemistry + haematology. Update received: (B)(6) 2014 - amended revision date: (B)(6) 2007, added hospital: (B)(6), added further reason for revision: component loosening, attached query response document and left note.

Event description:
Asr revision - both hips.